Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity, the latch was broken on the red ultrasonic air sensor (uas). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The user facility's biomedical engineer (biomed) confirmed that he received the replacement latch and stated that it has been installed. The biomed is trained by the manufacturer. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.